Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for right ventricular automatic threshold detected as greater than programmed amplitude or suspended. Review of the data identified the alert was due to suspension as a result of fusion. Pacing output had adapted to 5.0v, with capture confirmed on presenting electrogram (egm). A gradual increase in thresholds was observed over the past year with a decrease in pacing impedances. Additionally, a stored non-sustained ventricular tachycardia (nsvt) event showed oversensing of rv noise. Further lead assessment should be considered. The system remains in service and no adverse patient effects were reported.